Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, it was revealed that the atrial lead exhibited low pacing impedance. No intervention was performed, and the patient will further be monitored. The patient was in stable condition.